Event description:
(B)(4). It was reported that balloon inflation issue and no flow occurred. On (B)(6)2024, a diagnostic coronary angiography revealed a 100% in-stent restenosis (isr) from the left main coronary artery (lmca) to the left circumflex artery (lcx) and a 95% stenosis at the first obtuse marginal artery (om). The patient was diagnosed with unstable angina and a non-q wave myocardial infarction (mi). Initially, a choice pt guidewire was used to try to cross the occluded stent, but it was unsuccessful. The lesion was then treated with a 3.50 mm x 20 mm non-compliant quantum maverick balloon, which successfully crossed the occluded stent. A 2.75 mm x 20 mm emerge balloon was used for kissing balloon angioplasty at the first om with 95% stenosis. However, watermelon seeding was noted. Despite multiple balloon inflations, no flow was observed in the distal lcx vessel, so a 2.50 mm x 30 mm emerge balloon was used. Finally, a 4.50 mm x 20 mm non-compliant quantum maverick balloon was used from the lmca to the mid lcx artery. Post revascularization, the residual stenosis was 0%, although the timi flow was unknown. The event was considered resolved, and the patient was discharged from the hospital.